Manufacturer narrative:
Section b5: additional information was received. The surgeon confirmed that the hemorrhages that began after the da vinci system was undocked did not occur in locations that were previously cauterized, clipped, or otherwise handled by a da vinci instrument during the robotic portion of the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The surgeon reported that the autopsy showed widespread peri-aortal and retroperitoneal adhesions and fibrosis; no large bleeding focus was found. Review of the da vinci system logs found no errors were logged during the procedure. The system has been used multiple times subsequent to the reported event. Log review of the 5 subsequent procedures performed also found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant devices were used during this event: 30 degree endoscope plus, monopolar curved scissors, large clip applier, tip-up fenestrated grasper, large needle driver, prograsp forceps, fenestrated bipolar forceps. A site review found that no complaints have been reported for any of the products used. Device history record review found no non-conformances were identified to be related to this complaint. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this procedure had recurrent kidney cancer and significant adhesions. Minor blood loss occurred while the procedure was robotic and they converted to open. Later in the case, and after the intuitive surgical da vinci was no longer in use, a significant blood loss occurred between the aorta and cava. No allegation was made against the da vinci robot for this bleeding and the patient was already open. Despite the help of additional surgeons, the patient ultimately expired from bleeding. How this area began to bleed is unknown. Based on the information provided in the summary of events, insufficient information is available to ascertain if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure for recurrent renal cell carcinoma, a small hemorrhage developed and the procedure was converted to open. Additional bleeding occurred; attempts to control the bleeding were unsuccessful and the patient expired. The patient had a prior robotic-assisted and laparoscopic partial nephrectomy in 2021 and a history of adhesions and fibrosis. During the robotic procedure, the right renal artery and vein were secured with hem-o-lok clips with the large clip applier instrument in preparation for kidney removal; the instrument worked as expected to ligate the vessels. However, the surgeon reported that the arterial tissue was friable, and a small hemorrhage began about 1 cm from the hem-o-lok clip on the right renal artery. Following the undocking of the davinci system, and conversion to open surgery, the bleeding was initially controlled by ligation with suture. Subsequently, a larger hemorrhage began from an unspecified vessel between the aorta and the inferior vena cava (ivc). Large volumes of red blood cells, platelets and plasma were administered. Per the surgeon, it was not possible to control the bleeding due to fibrosis and adhesions covering the aorta and the ivc and the patient expired. The cause of death was stated to be asystole due to blood loss. The surgeon confirmed that the bleeding was not caused by a malfunction, or due to the handling of the tissue with any da vinci products.